Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient passed out with a blood sugar level of 499 mg/dl and was taken to the hospital by the ambulance on (B)(6) 2020. She was treated with insulin and was released after 6 hours. The hospital staff check the insulin pump and tried to deliver a bolus of 5 units, but no insulin came out of the cannula.